Manufacturer narrative:
Invacare was made aware of an event that occurred in the united kingdom with an action 4 ng hd manual wheelchair manufactured by invacare france, september 2023. This medwatch is being filed in an abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. From the information that was received, anti-tippers were in use on the action 4 ng hd wheelchair, however they were not positioned low enough to prevent the user from tipping backwards. The user or provider did not follow the manufacturer¿s instructions to correctly set the anti-tippers. Instructions are provided in the wheelchair user manual which is delivered with the wheelchair and is available on the invacare website. The invacare myon-myon jr wheelchair user manual (1167418) provides instructions and warnings regarding the use and maintenance of anti-tippers. -section 3.1 label locations states to refer to the owner¿s manual for proper anti-tipper setting. -section 4 safety/handling of wheelchairs states, ¿the seat height, seat depth, back angle, seat system/upholstery, caster size/position, rear wheel size, rear wheel position, correct anti-tipper as well as the end user¿s disability or end user¿s physical condition and capabilities directly relate to the stability of the wheelchair. Any change to one or any combination of the nine may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician.¿. -section 15 anti-tippers warns, ¿when anti-tippers are used, anti-tippers must be adjusted to maintain a 1 1/2 to 2 inch clearance between the bottom of the anti-tipper wheels and the ground/ floor. This spacing should always be checked whenever adjustments/changes are made to the wheelchair. Failure to maintain proper spacing may result in the chair tipping over backward causing serious injury or property damage.¿. At this time no further information is expected, however, if additional information becomes available this record will be reviewed and a follow-up medwatch will be filed.

Event description:
It was reported the action 4 ng hd manual wheelchair tipped backwards while in use and the patient fell from the wheelchair. The patient sustained a head injury and a left femoral neck fracture and was hospitalized.